Event description:
It was reported that the remote monitor was not receiving power. It was also reported that the monitor had previously had battery leakage. At that time, the monitor started operating after removing the spilled electrolyte. Currently, there is no battery leakage detected. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found corrosion in the battery compartment. Corrosion had caused the monitor to be unable to power up with batteries but this did not impact the unit from being fully tested.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).